Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(6) stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0x20, 75cm mustang (tm) balloon catheter was advanced for pre-dilation and the device was initially inflated at 24 atmospheres. Second inflation was performed at 24 atmospheres; however, on the third inflation at 24 atmospheres, the balloon ruptured after being inflated for 90 seconds. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.